Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received inaccurate fill estimates with multiple cartridges. Reportedly, when the customer was done using the cartridge, the customer was able to extract 60 units of insulin from the cartridge. At the time of the reported event, the insulin gauge displayed 180 units; however, the customer was unsure if this was an accurate fill estimate. There was no impact to the customer's blood glucose level. During a follow up call on (B)(6) 2017, the customer reported that on (B)(6) 2017, a cartridge was filled with 480 units, and the insulin gauge displayed an accurate fill estimate. Review of the pump data logs by tandem technical support showed that the pump was functioning as intended. The customer stated that the fill estimates appear to be accurate, but thinks that the pump gauge was decreasing faster than it should. It was confirmed that a new cartridge would be loaded onto the pump.